Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak on the modular chemisty (mc) side of the synchron lx I 725 clinical system. It is unknown where the leak originated or what was leaking. The customer indicated that no injuries occurred during this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and could not find a leak in the system. The root cause is unknown at this time.